Event description:
It was reported that the motor got physically hot to the touch with noticeable sounds that came from the motor during use. The device use was discontinued. The pump was transferred to secondary motor with no events. There were no adverse events and the patient continued recovery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the centrimag motor becoming hot to the touch, and noticeable atypical sounds coming from the motor, were not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested and was found to perform as intended. The motor operated alongside known working test centrimag equipment for extended periods of time, and atypical events were unable to be reproduced. A full functional checkout was performed, and the unit was returned to the customer site after passing all tests per procedure. The root cause of the reported events was unable to be determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10-"emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.